Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient received inappropriate therapy due to repeated, non-sustained runs of ventricular tachycardia. Programming changes were made and the physician plans to medicate the patient.